Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoviewhempro vh-3500, one of the c-ring 'arms' was bent when opening the packaging. Harvester attempted to use the device but felt they were unable to perform the harvesting safely. A second kit was opened to complete the procedure without further incident. No damage was observed hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise# (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (apr-2020 through mar-2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10/13/22) the device was returned to the factory for evaluation on 03/23/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula handle. The c-ring was observed to be intact, with no visual defects observed. The plastic tube was observed to be bent at a 90 degree angle but remained attached at the base of the c-ring. Based on the returned condition of the device, the reported failure "material twisted/ bent" was confirmed. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a